Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the lens had some debris and the rear housing was cracked on the top corner. The device?s event history log was reviewed for evidence of the reported problem and found, ?no disposable? In the log. To conduct functional testing the device had a battery loss alarm test performed. Upon testing, the reported problem was unable to be duplicated; however, the ehl revealed errors in the log. It was determined that the defective downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a constant alarm. Unknown if there was any patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.